Event description:
It was reported that the patient underwent a lumbar placeholder deformity surgery. During the surgery, there were two screws found s lipped and couldn¿t be used anymore. Doctor had to change others to complete the surgery. No impact was reported to the patient. The patient¿s current status is overall ok.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Product analysis : macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the implant unable to be fully engaged into the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly. This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.